Event description:
It was reported that the lead exhibited loss of capture and noise. The pulse generator dependent patient presented to the emergency room after syncopal episodes. The lead would be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.